Event description:
New information received indicates that the issue was actually observed after the lead was inserted inside the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before the lead was implanted in a patient, the helix was unable to extend. The lead was not used.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.